Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered no problem was found in this device related to customer problem (no power and fan not working). No burn mark found on the power supply. Fan is working fine. Green light around the power switch is glowing after getting the device on. Hence this equipment is working ok, and dust was found inside the device. Additionally, minor hit and scratches marks found on front panel, minor scratches found on powers switch, scratches found on top cover, rear panel and chassis, receptacle found ok and minor scratches found on tank socket. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the video system center for use, no power on device and the green light around the power button did not glow. The diagnostic upper gastrointestinal series procedure was cancelled, and the patient was sent to another hospital. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.